Event description:
It was reported that the patient's implantable pulse generator (ipg) pocket site was relocated due to an unknown issue. The device remains implanted and in use and there were no reported complications postoperatively. Additional information was received that the reason for pocket revision was that the patient was having pain at the pocket site due to the location where the pants were rubbing.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient's implantable pulse generator (ipg) pocket site was relocated due to an unknown issue. The device remains implanted and in use and there were no reported complications postoperatively.